Event description:
It was reported that the assembled device (bipolar insert, handle, and tube), would not coagulate. There was no injury reported as a result of this event.

Manufacturer narrative:
Concomitant products. Cev669b ¿ handle dia 5mm ang bipolar; manufacturing date ¿ september 2006; lot ¿ 09-06; 510k ¿ k993655. Cev6795b ¿ tube dia 5mm 310mm; manufacture date ¿ february 2004; lot ¿ 02-04; 510k ¿ k993655. (B)(4). Cev634-1a; the product analysis indicates that the insert had short-circuited, could not coagulate, and failed electrical tests. The electrical integrity was compromised, but there was very low risk for the patient or the user. The most probable cause is a defect during the coating process. Cev669b: there was no fault found with the handle. Cev6795b: there was no fault found with the tube. Conclusion code: manufacturing deficiency c91881. This device is used for therapeutic purposes.